Event description:
During a permanent procedure (for off-label use) on (B)(6) 2011, the percutaneous lead was accidently poked through the skin. The lead was discarded and another percutaneous lead was used to finish the procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.